Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 10 months post implant of ventralex mesh, patient was diagnosed with cellulitis, infection, fistula, hernia recurrence, abscess and adhesions thereby underwent repair with removal of mesh. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Note, the manufacturing date (15-jun-2009) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with incarcerated ventral incisional hernia, thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia sac was opened, and it was entirely removed. Then a ventralex mesh was placed using sutures.¿ (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia, infected mesh, fistula, cellulites and abscess, thereby underwent laparoscopic repair with removal of ventralex mesh. Per operative notes, ¿the ventralex mesh was exposed and it was completely removed. There was a fistula from the mesh site up to the umbilicus. There were two hernias, one small hernia on above and one large hernia below. The hernias were repaired using sutures. Then the omental adhesions were lysed.¿ attorney alleges that the patient had adhesions, fistulae, infection, pain, and hernia recurrence. It is also alleged that the fistula running from mesh site to the umbilicus; drainage from the umbilicus; mesh removal.